Manufacturer narrative:
.

Event description:
A canadian customer received a blood glucose reading of 26.8mmol/l on the contour next meter. She felt dizzy and nauseated so called an ambulance. The emergency personnel retested her on a different meter and the reading was 8.6mmol/l. The customer was taken to the hospital, but could not provide any additional information regarding the incident. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The test strips are to be returned for evaluation. New test strips and meter were sent to the customer.